Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was in the hospital in (B)(6) 2016. Customer was being observed and she was (B)(6) pregnant. Customer had trouble breathing and was told she had early diabetic ketoacidosis and blood clot. Customer's blood sugar was normal but she had ketones. Customer's blood glucose was in the 150-180's mg/dl. Customer was wearing the pump at the time of the hospitalization. Customer also reported that she only got 1 motor error alarm this morning when she was trying to bolus. Customer's blood glucose was 132 mg/dl at the time of the incident. Customer stated that the pump was exposed to a CT scan of her chest back in (B)(6). Customer had no other motor error or motor position encoder error alarms in the alarm history. Customer performed the displacement test and got the no reservoir alarm. Customer performed the manual prime and a motor error alarm did not occur. Customer was advised to monitor the pump.